Manufacturer narrative:
(B)(4). Method: the complaint iw990 infant warmer was returned to fisher & paykel healthcare (f&p) service centre in germany where it was visually inspected by a trained f&p technician. Our investigation is therefore based on the photograph and information provided by f&p service centre in (B)(6). Results: visual inspection of the subject iw990 infant warmer revealed that the head case of the infant warmer was found to be cracked. Conclusion: we are unable to determine the cause of the reported event. The warmer head of the iw990 wall mount infant warmer can be swivelled 130 degrees from the center and is susceptible to impact damage, particularly if the head is swivelled. It is also worth noting that the subject iw990 wall mount infant warmer is over 13 years old. The user manual for the iw990 infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative, that an iw990 infant warmer had an issue. Upon device servicing at the f&p regional office, it was discovered that the head case was cracked. There was no patient involvement